Event description:
The account alleges that when a large patient pushed on the foot end of the bed to get into bed the bed moved and the patient fell. The account stated the patient was not injured due to the fall.

Manufacturer narrative:
The account stated they did not know if the brakes came disengaged or if bed slid on floor, the account has tile floors. The technician investigated and the account stated that during an in-service a nurse asked how much weight would it take to move the bed's foot section because a large woman over (B)(6) pounds leaned on one and the bed moved and she fell. The technician found the account did not know which bed might have been involved; they did not have a serial number and had no other information in regards to this incident. The technician was unable to inspect any product do to the account not having any information.